Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a clinic visit the patient underwent a chest x-ray that revealed stable cardiomegaly with a moderate size left pleural effusion (increased from their last clinic visit on (B)(6) 2022) and an associated left basilar atelectasis. On (B)(6) 2022 the patient had a left thoracentesis where about 1400 ml of serosanguinous colored fluid was drained from the chest. On (B)(6) 2022 the patient had a noted small area at the base of their sternal wound incision that looked like it was opening up. There was no obvious sign of infection but the wound was not healing well. A 3m¿ prevena¿ was applied. On (B)(6) 2022 the subject had a wound check that revealed the wound bed was still yellow with scant serous drainage and the size was 2x2 cm. There was no improvement or signs of healing. Cephalexin (keflex) was started on (B)(6) 2022. The patient's team believed the area was a spot that had some fat necrosis and was not healing well. The area did not look infected. The patient was to return to the operating room (or) for a wide excision and then delayed primary closure. On (B)(6) 2022 the patient had the excision of their non-healing sternal wound. No signs or foreign bodies or deep infection were noted. All the granulation tissue was removed as well as anything that looked like it was not healing properly. The patient was being closely monitored and their sternal wound vacuum assisted closure (vac) off. Their sternal wound was considered resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as a direct correlation to the heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they developed an additional infection on (B)(6) 2022 (related manufacturer report number 2916596-2022-01898). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists wound dehiscence and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's pleural effusion resolved without sequalae on (B)(6) 2022 and the infection resolved without sequelae on (B)(6) 2022.